Event description:
It was reported that the physician had not seen this patient for many years, ¿at least prior to 2011.¿ the records indicated a pump was implanted in 2000 and the physician recalled the patient had achieved very good control of his spasticity as a result of the pump and that the patient¿s transfers were impossible/very unsafe before pump. However, ¿after a number of years, maybe 4-5,¿ the physician noted a large volume of baclofen was removed at an elective refill ¿(i.e. 15 ml instead of 3)¿ but there was not a change or deterioration in tone. A dye test was done and the physician thought the patient had some scar tissue growing around the catheter or some other problem that was responsible for the blockage. The physician thought he had just stopped the pump and nothing untoward happened subsequently. The physician was unsure of the exact dates but was certain that the pump was not used for delivery of medication for at least four years. The device was later explanted unrelated to the device or therapy. This device system had delivered baclofen.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4). Analysis of the catheter revealed that the catheter pump connector was damaged at explant. Analysis of the pump revealed pump motor gear train anomaly of corrosion and/or wear and/or lubrication.